Event description:
Customer reported physical damage on the insulin pump. The blood glucose reading was 106 mg/dl. She stated that there was a crack on the top of the insulin pump and that the screen is fogged with moisture with the number three frozen on the display. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test and verify frozen screen due to blank display. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.